Manufacturer narrative:
Pump received with button error alarm and no button response due to flattened button dome switch. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No excessive no delivery alarm during testing noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call to have received no delivery alarms. Customer also reported that the up and down arrow buttons were difficult to press. Customer's blood glucose was 200 mg/dl. Customer reported that insulin pump is often worn in bra. Customer was advised that insulin pump would need to be replaced.